Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a latch failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: product received date 1/28/2024. H3: one device was returned for repair in used condition. This device has not been serviced in the past. The reported problem was duplicated. During functional test, found that latch lock flex was not locking. The cause is a faulty in latch lock flex. Replaced the latch lock flex to correct the issue. The device passed all functional tests after the repair.